Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported by patient's counsel that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015. It is further alleged that he had recurrent hip effusions and his MRI was consistent with adverse local tissue reaction. He was revised on (B)(6) 2022 allegedly due to trunnionosis.